Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 02apr2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "station coming back into service" was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order 01781090, the bd field service engineer (fse) reported that the station has been offline for over 30 days. Throughout three visits several parts were replaced between the main and auxiliary. Finally, customer was able to recover all drawers with no further issues observed. During dchu visual inspection: p/n 119879-01: the received solenoid exhibited thermal damage, as shown by discoloration on the foil of the copper coil, consistent with overheating conditions. During dchu testing: p/n 119879-01: no dchu testing was necessary due to the observed thermal damage during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was coming back into service. As per part investigation, it was determined that there was thermal damage observed on the solenoid 12vdc half height drawer cubie. There were no delay, no adverse events or injuries reported based on this event.